Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Traces of moisture were found at the lcd assembly per visual inspection. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with partially broken reservoir tube lip. Unit received with missing end cap sticker. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump was exposed to swimming pool water a year prior to call, but was dried out with rice and was working fine. Reservoir compartment was cracked and insulin pump was replaced. Customer called back for assistance with programming new insulin pump. Customer's blood glucose was 135 mg/dl. Customer also reported of being hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptoms of pain, nausea, and vomiting. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization.